Event description:
The patient called animas on february 1, alleging that the pump has been giving multiple no prime warnings with a certain box of cartridges. The patient stated that the pump has been giving multiple no prime warnings and is not sure how long it has been going on for. She says, the issue started with a box of cartridges she has been currently using. She says, there are five cartridges left in the box. The patient had high blood glucose levels on january 29 and said, she changed her infusion site numerous times. She took a manual injection of insulin, changed the insulin bottle and the blood glucose finally came down to 75 mg/dl on the morning of january 30. However, her blood glucose level started to go back up again after that. She went to a hospital with a blood glucose level of 576 mg/dl. The patient was vomiting and the pump never came off during the hospital stay. She was in the ICU on january 30 and discharged on january 31. The pump settings were reviewed and confirmed to be correct. The animas representative advised the patient to use a different box of cartridges and to call back if the loss of prime occurs again. She noticed blood at the infusion site at one point but says she changed the infusion set immediately after noticing it. This complaint is being reported because, the patient alleged that the pump frequently lost prime when it was loaded with a cartridges from a certain box and the patient suffered elevated blood glucose levels requiring medical treatment.

Manufacturer narrative:
Lot # b201648. The cartridges have not been returned to animas for evaluation. If the devices are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/03/2012. Device evaluation: the pump has been returned and evaluated by product analysis on 04/05/2012 with the following findings: results: should state 11 as the cartridge tested was a retained sample from the same lot #.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a reserved sample from the same lot number b201648 was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. A force test was performed with no failures noted. A fill test was completed with no air bubbles noted inside the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.